Manufacturer narrative:
During follow-up, the patient said he did not notice any defects or malfunction with the ultram14 product and will keep using the product. He confirmed he now only catheterizes 3 days a week instead of every day. He discarded any units that he was using at the time the infection occurred, but provided a lot number he thought may be from the same lot.

Event description:
Intermittent catheter patient (user) said he gets recurring urinary tract infections (uti's) concurrent with catheter use, and has a back stock of catheters because he is not catheterizing at the moment. During follow-up, the patient said he was prescribed an antibiotic (amoxicillin), took the full course, but the infection was not resolved until he was given a different antibiotic (oxycycline). The patient has recovered.